Event description:
Caller reported that pump battery would not charge, resulting in the pump shutting down. While specific blood glucose value was not known, customer's levels remained between 54-500 mg/dl, which did not result in any adverse impact. Customer was instructed by technical support to try various troubleshooting steps, including using a different wall adapter and charging cable, but issue persisted. Technical support confirmed arrangements to replace pump, ensuring insulin delivery would continue through manual daily injections as backup therapy. Customer was guided on how to prepare the malfunctioning pump for return.